Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. The wall adapter was not returned; therefor, the alleged wall adapter was unable to be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had difficulty charging the pump with the wall adapter. Customer changed the wall adapter and was able to charge the pump. In addition, the pump battery gauge fluctuated. Customer's blood glucose level was 91 mg/dl. Reportedly, the customer had an alternate pump for insulin therapy.